Event description:
It was reported that the bp monitor is giving error msg during use

Manufacturer narrative:
It was reported that the device was giving an error msg while reading, additionally the cuff gets very tight during use and caused bruising on the arm of the patient. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.